Event description:
Update received from customer on (B)(6) 2023: customer states that they are noticing some delta checks and a general increase in result values. The customer recalibrated the assay and provided the following patient data: patient 1: initial result was 32, result after recalibration was 21. Patient 2: initial result was 36, result after recalibration was 26. Patient 3: initial result was 30, result after recalibration was 19.

Manufacturer narrative:
B5 was updated with additional information received from customer on (B)(6) 2023:

Event description:
The customer reported that they notice a sudden increase in carbon dioxide (co2) results to the 30¿s and after recalibration the repeat results come back down to be consistent with patient historical results. It was communicated that no discrepant results were released out of the laboratory. The customer provided the following sample data for 4 patients (customer normal range is 22-30 mmol/l): sample ID (B)(6); initial result was 31, repeat result was 25 sample ID (B)(6); initial result was 32, repeat result was 26 sample ID (B)(6); initial result was 33, repeat result was 27 sample ID (B)(6); initial result was 31, repeat result was 19. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID's are sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), & sample ID (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that they notice a sudden increase in carbon dioxide (co2) results to the 30¿s and after recalibration the repeat results come back down to be consistent with patient historical results. It was communicated that no discrepant results were released out of the laboratory. The customer provided the following sample data for 4 patients (customer normal range is 22-30 mmol/l): sample ID (B)(6) initial result was 31, repeat result was 25. Sample ID (B)(6) initial result was 32, repeat result was 26. Sample ID (B)(6) initial result was 33, repeat result was 27. Sample ID (B)(6) initial result was 31, repeat result was 19. There was no reported impact to patient management. Update received from customer on 27 apr 2023: customer states that they are noticing some delta checks and a general increase in result values. The customer recalibrated the assay and provided the following patient data: patient 1: initial result was 32, result after recalibration was 21. Patient 2: initial result was 36, result after recalibration was 26. Patient 3: initial result was 30, result after recalibration was 19.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 serial number (B)(6) due to a falsely elevated carbon dioxide (co2)/bicarbonate results observed by the customer. The fsr replaced several parts including the bellows set, incl rod & fitting (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the bellows set, incl rod & fitting (rohs). The product monitoring review scorecard was reviewed and found no trends of the architect c4000 with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the bellows set, incl rod & fitting (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c4000 serial number (B)(6) or bellows set, incl rod & fitting (rohs) was identified.